Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, lens did not load properly in the injector. The leading haptic came out straight, and the lens got stuck in the injector. A new lens was used. There was no impact to the patient. Additional information has been requested however no further information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5 and h.11. Upon further review of the reported incident received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and confirmed that there was no patient contact with the device.